Event description:
It was reported that the subject device could not active state after unfreezing, the ultrasound was unavailable. There were no reports of patient involvement as it occurred during setup inspection for an unknown procedure.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection. The phenomenon was not reproduced. We could not identify the cause of the phenomenon from the information that became available in the investigation results and this complaint. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Updated information d8 & d10.